Event description:
It was reported that when surgeon was removing a locking cap, the distal tip of the viper x25 set screw inserter broke off from the instrument. The tip was retrieved and additional drivers were available to complete the procedure with no adverse consequences to the patient and no delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.